Event description:
It was reported that lead atrial noise was observed. Programming was not possible due to noise being 6 mv and it was not possible to program around this atrial lead noise. Patient was pacing around 10% in the atrium. Patient was stable.

Manufacturer narrative:
Implant date has been updated.